Event description:
The initial reporter states they have received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. Results from samples with initial na results > 190 mmol/l were blocked by the customer's laboratory information system. The customer provided data for three patient samples that had discrepant values. Two had discrepant na values and one had discrepant values for ise indirect cl for gen.2. Incorrect na values were reported outside of the laboratory. It was asked, but it is not known if any incorrect cl values were reported outside of the laboratory. The first sample initially resulted in a cl value of (B)(6) and repeated as (B)(6). No units of measure were provided. The second sample initially resulted in a na value of 161 mmol/l and repeated as 137 mmol/l. A corrected report was issued. The third sample initially resulted in a na value of 180 mmol/l and repeated as 139 mmol/l. A corrected report was issued. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
A mechanism check was performed and leakage was found at the rinse station. Cuvettes were overflowing. A hole was found in the vacuum tubing nozzle. The issue was resolved and no further issues occurred. The investigation determined the service actions resolved the issue.